Event description:
Wound protector was in use during laparoscopic procedure. At time of removal, surgeon grasped white ring and pulled to remove device through the incision. Plastic sheath connecting the rings snapped and the green ring was retained in the patient's abdomen. The ring was ultimately removed through a different port.what was the original intended procedure?laparoscopic roux en y gastric bypass.